Event description:
The hcp reported that the pt developed redness and swelling of the device pocket. Cultures of the surgical wound site revealed mrsa infection. The device system was removed and oral antibiotics were administered. The infection was reported to have resolved.